Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 29.0 mmol/l with no reported symptoms related to not seeing drops of insulin during prime. During troubleshooting, the reporter was walked through priming the pump and the reporter realized that the ok button was not being held down during the prime step resulting in inadequate priming of the tubing. The patient was advised on correct priming technique related to the event. This report is made based on the allegation that the patient experienced hyperglycemia related to inadequate priming of the infusion set.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: evidence of loss of prime is illustrated in ¿cs162¿ due to low non-zero force warning. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation. The product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.